Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the replacement procedure, the physician could not advance the right ventricular (rv) lead past the superior vena cava (svc).  Several attempts were made to dilate up to the necessary size with no success.  The lead was not used, and a competitor lead was implanted.  It was noted that during the implantation of the competitor lead, the existing right atrial (ra) lead dislodged.  The dislodged ra lead was repositioned, but measurements were not within normal parameters.  The decision was then made by the physician to extract the dislodged ra lead using the laser removal system and replace it with a new lead.  The lead was explanted and replaced.  No patient complications have been reported as a result of this event. It was further reported from information obtained from follow-up that the inability to advance past the svc was due to the patient's anatomy and profound calcification within the vessel.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported from information obtained from follow-up that the inability to advance past the superior vena cava (svc) was due to the patient's anatomy and profound calcification within the vessel.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the replacement procedure, the physician could not advance the right ventricular (rv) lead past the superior vena cava (svc).  Several attempts were made to dilate up to the necessary size with no success.  The lead was not used, and a competitor lead was implanted.  It was noted that during the implantation of the competitor lead, the existing right atrial (ra) lead dislodged.  The dislodged ra lead was repositioned, but measurements were not within normal parameters.  The decision was then made by the physician to extract the dislodged ra lead using the laser removal system and replace it with a new lead.  The lead was explanted and replaced.  No patient complications have been reported as a result of this event.